Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during the initial drain. The home patient (hp) stated that before the hc alarmed se 2240 the patient line had disconnected from the transfer set because of a loose connection. The hp stated that they cycled the power and the hc alarmed se 2367. The technical service representative (tsr) had the hp cycle the power and advised them to start over with new supplies. The tsr advised the hp to inform their nurse of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed and the root cause could not be determined.